Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the power conversion enclosure was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion enclosure has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the gantry would move in and out rather than up and down when prompted by the user. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The reported issue was resolved by restarting the imaging system. The site was then able to complete the procedure. The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.